Event description:
Reporter indicated that the device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt reported that two days before the office visit, they felt a burning sensation and was later unable to feel either normal mode or magnet mode stimulation. The pt then began experiencing a sudden increase in seizure activity and made an appointment with their neurologist. The pt denies any recent injury or trauma that may have damaged the vns therapy system. X-rays did not reveal any obvious discontinuities in the vns therapy system. The pt underwent revision surgery, during which the lead was replaced. Diagnostic testing of the generator at the time of lead replacement surgery was within normal limits, ruling out the generator as the cause of the high lead impedance reading. Lead break is suspected.